Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller stopped working when the patient cut his driveline can be confirmed. The evaluation of the returned system controller serial number (B)(6) revealed damaged/burned drive circuit components. As a result, the system controller was not able to communicate with a test system monitor and operate a test pump during analysis. After further troubleshooting the log file was successfully retrieved and contained events recorded from (B)(6) 2019 to (B)(6) 2020 where routine power cable disconnect alarms were recorded. The data captured on (B)(6) 2020 at 6:17 am revealed that the speed decreased to 0 rpm. The remaining data revealed that the speed increased to 860 rpm and decreased to 0 rpm. In conclusion, the events captured in the log file and the damaged pcb (printed circuit board) components appeared consistent with the report of the driveline being cut. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, , under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was also reported against the pump in MFR. Report #2916596-2020-00068. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at a rehab facility and became disoriented and cut the driveline (dl) instead of the anchoring device for the dl. The controller was replaced with the backup controller following malfunction after patient damaged dl; controller was exchanged at the rehab facility because the controller stopped per the nurse at the rehab facility. The log file analysis showed continuous driveline fault events starting on (B)(6) 2020 after the clock was set on the controller. These driveline fault appeared to be authentic as it appears the patient may have nicked a wire when he cut the driveline. Unable to download log files on faulted controller, the controller will not activate when power applied. No further information was provided.